Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and "patient¿s concerns with the product". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, brown particles outer device. Leak test and microscopic analysis was performed which identified:,sharp opening on posterior. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, a right side deflation. And bilateral exchange, due to patient¿s concerns with the product. Device has been explanted.